Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as confirmation has not been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts have returned to the manufacturer for evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that outside of a procedure, the image acquisition system (ias) on the imaging system was displaying 'initializing please wait' and would not fully turn on. The representative restarted the system several times, both connected and disconnected it from the mobile view station (mvs), and could not move passed the initializing screen where the x-ray generator icon was displaying a red x. The system had been used the previous day without difficulty. The system was rebooted again and it is currently functional and being used. There was no patient present when this issue was observed.